Manufacturer narrative:
Date sent to the FDA: 04/19/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: a needle that broke in the body was submitted for this evaluation. A microscopic inspection revealed scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. A representative sample was returned for evaluation. It was visually and functionally examined and it did not reveal any signs of manufacturing or material defects. The needle passed the strength requirements.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. During the procedure, while the surgeon was closing the surgical site, the needle broke in half. A flat plate xray confirmed retention of half of the needle. The surgeon was unable to locate the needle fragment by exploration and laparoscopy. The patient was brought back to operating room the next day and the surgeon was able to retrieve the retained piece.